Manufacturer narrative:
(B)(4) - the returned iol was measured for diopter and was correct as labeled, 10.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. No patient injury or adverse effects.

Event description:
It was reported the intraocular lens (iol) was explanted without complication 4 weeks after initial implant due to improper iol power. There was no patient injury or adverse effects.